Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have damage to the conductor wire insulation with no material missing and a exposed conductor wire. The instrument passed an electrical continuity test. Additionally, the instrument had abrasions/mechanical indentations on the bipolar yaw pulley and there was no material found to be missing. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer which confirmed the conductor wire insulation damage and exposed wire.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps had an exposed front-end cable. The procedure was completed using a backup maryland bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps was inspected prior to use and no damage was observed. The damage to the instrument was first observed when removing the instrument from the patient. There was loss of cautery and signs of thermal damage. There was no arcing observed. There was no problem removing the instrument form the cannula. The procedure was completed using a backup instrument. There was no fragment fall into patient. There was no instrument collision and no injury to the patient.